Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo and sample for catalog 301940 lot 1809339 to investigate for this record. After analyzing the sample, bd identifies was epoxy remaining in the surface of the needle. As a result, bd was able to verify the reported issue. This issue may occur due to some stoppage in the assembling machine. In accordance, this may lead to some epoxy form one needle touching another before the curing process. Finally, this epoxy becomes cured on the external surface of the hub. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd syringe¿ w/ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: noticed foreign matter (suspected to be adhesive tape) on the needle tip after unwrapped the package. Defected product didn't be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ w/ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: noticed foreign matter (suspected to be adhesive tape) on the needle tip after unwrapped the package. Defected product didn't be used.